Event description:
It was reported that the customer's insulin has not been alarming no delivery while he was having bent cannulas. The mother stated that the insulin pump was not functioning properly and requested a replacement of the insulin pump. Troubleshooting was not performed as the caller did not have the device available for testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.